Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that no c-arm and table movements were possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the error was caused by a defective proximity switch. The proximity switch became permanently active. Therefore, system movements could only be performed in override mode with reduced speed. For this reason, the alleged error that no c-arm and table movements were possible could not be confirmed by the investigation. The error did not lead to a complete loss of movement, but only reduced speed. The affected part has been exchanged by the local service organization. The error did not reoccur. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.